Manufacturer narrative:
Occupation: dnp, aprn-cns, agcns-bc, ccrn, chse, cne, clinical nurse specialist. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that the customer had an intra-aortic balloon to return for investigation. Event details and additional information have been requested but not yet received. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: a portion of the catheter tubing and membrane was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon and portion of catheter tubing was performed and no leaks were detected. Due to portion of the iab returned a laboratory pump test was unable to be performed. We are unable to conclusively determine the root cause of the reported failure due to portion of the iab not returned and we could not fully evaluate the iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had been inserted on (B)(6) 2023. The insertion was reported to be axillary, which is not the method described in the device instructions for use. On (B)(6) 2023, the iab was attempted to be repositioned but advancement with catheter cover was difficult and met with resistance. A second iab was inserted via left axillary. On (B)(6) 2023, autofill failure and a leak in iab circuit alarms occurred. A third iab was inserted via left axillary. On (B)(6) 2024, an autofill failure alarm occurred on the third iab. A fourth iab was inserted via left axillary. On (B)(6) 2024, it was reported that an autofill failure had occurred during intra-aortic balloon (iab) therapy. This was mainly noted when the patient was sitting up or standing up. There were no issue when the patient was completely supine. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported. There were no ruptures, no blood in drive line, and no issue with the console during any of the iab replacements. There was no patient harm or adverse event reported. This report is for the 4th iab in this event. Separate reports have been submitted for the 1st iab under mfg report number 2248146-2024-00067, the 2nd iab under mfg report number 2248146-2024-00070, and the 3rd iab under mfg report number 2248146-2024-00071.

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Reference complaint (B)(4).